Event description:
Attached is my original email and the problem - highlighted in yellow. Also attached is the reply email from rest assured. Thank you! I bought the rest assured on (B)(6) 2013. I immediately began using one of the nite guards - around the (B)(6), the bottom separated from the top piece. I then began using the second guard and within 2 weeks the same thing happened. I am outside of the 8 week period from when I purchased this product. I am disappointed that neither guard lasted very long. Do I have any recourse with these regards to the warranty? Thank you.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.